Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a leak was observed around the colored cap of an infusor. The reported condition was found during priming of the infusor, which was filled with 5% dextrose in water. There is no patient involvement, therefore no adverse event was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause was determined to be that the device was tipped on its side during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection identified that fluid was coming out of the housing around the edges of the red coiled cap. This confirmed the reported leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.